Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the deep vein thrombosis is not an unexpected complication in the post-operative phase. The reported event is more likely procedure-related, and does not support a mal-performance of the smith and nephew implant. The impact is determined to be the right lower limb deep vein thrombosis. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient medical history and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b3 corrected data: b5.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2024, the patient developed a right limb deep vein thrombosis on (B)(6) 2024. The patient started taking medication therapy to solve the issue and is currently resolved/recovering.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2024, the patient developed a right limb deep vein thrombosis. The patient started taking medication therapy to solve the issue and is currently recovering. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).